Event description:
The customer reported a charge button failure and hang in opcheck. No pt involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.